Event description:
Customer reported that insulin was squirting out of the tubing during manual prime. Customer also reported that the device has a crack above the up and down buttons. It was found that the customer removed the reservoir from the transfer guard while the vial was on top. Blood glucose at the time is unknown but last value is 203 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Device received with cracked case at display window corners, case at reservoir tube window corners, battery tube threads, belt clip slot and reservoir tube lip and missing end cap sticker.